Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported by a health care professional calling regarding MRI compatibility guidelines that the patient reported their device wasn't working and that they were planning on having it explanted in the next week. The hcp did not have further details on what wasn't working and the patient didn't have their programmer with them. Guidelines for the MRI were reviewed with the hcp. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3037 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated their device hasn't been working, they've sent things back and forth and they need rep to come meet with them before they think about replacing the ins and/or see what the issue is.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated "for the last couple of months, the interstim has not been working probably about four months. They "put the thing on and nothing". It will not interrogate. It shows a circle and a little phone thing but it has not been working. They could not turn it up or down" and mentioned she could not feel stim. Patient attempted to connect pp with ins. During call, patient unable to bypass poor communication screen. Patient attempted communication both with and without pp antenna. Patient confirmed poor communication screen whenever they tried to adjust/check therapy for past couple or three months. There were no further complications reported at this time.